Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of the manufacturer's patient care network database logs confirmed the unit was able to send readings once a replacement power accessory was received. If new information about the issue is received, a new complaint will be generated, and the event will be investigated.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.